Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. The probable cause was determined to be a low transmitter battery.